Event description:
A neurologist intended that serum protein electrophoresis -spep- be ordered. Spinal angiogram, in proximity to spep on display, was clicked. Order got to the radiologist, but test was not performed. Comparable to misidentification, but caused by user unfriendly display screens. After market surveillance is indicated for importance of knowing how often this occurs, with or without it getting to the pt.